Event description:
It was reported that customer experienced low blood glucose. The mother gave the customer two glucose tablets and attempted to get him to drink some juice. It was stated that his glucose level was 47mg/dl by the paramedics were called, and he was treated with 25 grams of karo syrup. The caller stated that they were able to speak with the customer and instructed him how to disconnect. It was stated that the insulin pump is in suspend mode and he is feeling better. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.